Event description:
A report was received from the (B)(6), stating that the device required service. Upon receipt, the device was found to have a damaged gauge with an oil leak. It is unknown the device was being used in surgery or if injury or medical intervention occurred. The date of the event is unknown. No additional information was provided.

Manufacturer narrative:
The device has been received by depuy synthes power tools. The investigation is still in process. When the investigation has been completed or additional information becomes available, a supplemental report will be sent. (B)(4).